Event description:
It was reported that the patients pain had increased as a result of ipg not working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.